Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-jp-jug-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: approach was gained from the right jugular vein. Slight tortuosity was observed in the patient's anatomy. The filter got detached from the introducer inside the sheath when the physician attempted to advance the filter. Since the filter remained inside the sheath, he cut the sheath and retrieved the filter from the sheath. Another manufacturer's device was used instead to complete the procedure. Patient outcome: there have been no adverse effects to the patient reported and the patient recovered.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and returned product. The jugular introducer, the sheath, and the filter are returned. The sheath is cut into 3 pieces and one of the pieces has a severe penetration. On the filter one of the secondary legs/blades is pushed upwards against the filter hook, probably when the primary filter leg penetrated the sheath. On the introducer the grasping hook is pulled out of shape, which could have happened when attempting to pull the filter back into the sheath after it penetrated. Based on limited information provided the exact reason for the penetration cannot be determined and under normal conditions the introducer sheath is strong enough to accomplish the procedure, but the filter may be prone to exceed the sheath wall if advanced through a tortuous anatomy. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.